Event description:
The ventilator was connected to the pt. The customer reports that the ventilation front panel was unresponsive and then when the touch screen was touched, another part of the screen was activated. The ventilator has been removed from the pt. There was no pt injury. No alarms were activated. The ventilator continued to ventilate at the selected parameters.